Event description:
Caller reported that the pump battery would not charge. There was no reported impact to the customer's blood glucose level. The caller was using a tandem charging cable and a wall outlet. Customer technical support instructed the caller to try charging via a different wall outlet and confirmed that leaving the adapter plugged in did not initiate charging. Due to the lack of alternative equipment, a replacement cable and wall adaptor were sent. If the pump battery depletes before receiving new supplies, the customer is advised to rely on an alternate insulin delivery method.